Event description:
The device was returned for mechanical hardware failure (av sticky valve). Upon return, the device started up with no alarms. Performed mock infusion. Log files indicate mechanical hardware failure (av sticky valve). Removed fva assembly and fva pins have debris especially on the secondary pin. Cleaned fva pins and channels. Reassembled fva assembly. The lever boot is damaged due to being torn. The lcd touch screen is damaged due to broken screw mounts. The ground connections are braided wire versus insulated wire. The fva lip seals, lcd touch screen, lever boot and ground wires will be removed and replaced during the repair process before being sent to the test line for full functional testing

Event description:
The following has been reported: biomed reported: "it was reported that there was a pump problem. A search though the history log files found a pump problem on the following dates and times: march 26 at 23:49 and 23:50 and march 31 at 15:30 and 15:31. Checked the battery health, battery health was 89. Cleaned the av (actuator valve) pins and loading guide. While testing the pump there was no problems." Patient harm: unknown. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.